Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles in infusion set and bent cannula. Air bubbles were resolved with a complete set change. It was found that customer was changing infusion set every 2 to 3 days, and reservoir was changed every 6 days and was not aware that it should have been changed sooner. While customer was hospitalized for high blood pressure, insulin pump was removed and was treated with manual injection. After customer was released, customer was reconnected to insulin pump and blood glucose was stabilized.